Event description:
Intera oncology received a report of a pump that was explanted on (B)(6) 2024, after a customer complaint that the pump did not return fluid during initial refill. The clinic believes the pump was not prepped properly and proceeded to explant the pump.

Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 28944766, was reviewed. The pump was manufactured on may 30, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. On (B)(6) 2025, representatives of intera oncology quality department and clinical account specialist met virtually with the hospital representative to discuss the complaint for clarification purposes. During the meeting, the hospital representative mentioned that the tip of the catheter was submerged in the fluid reservoir instead of at the edge of the basin, which would make it difficult to determine if the pump was flowing. The pump was most likely attempted to be filled using the special bolus needle instead of the refill needle. The team would not have noticed this issue because the catheter was submerged. This is the likely cause of the pump being dry during the first refill. The perfusion scans looked good for flow. The revised pump is flowing fine in the patient, at about 1.4ml/day. In addition, prior to this meeting, the physician expressed that the pump malfunctioned due to it not being properly prepped. The pump was returned and received at intera oncology headquarters on january 6, 2025. No device malfunction was determined through the investigation. The likely root cause of failure of this device was a use error during the or prep procedure where the pump was thought to be filled but was empty when implanted. This likely caused the pump catheter to clot and prevent flow. Once the clots were bolused out, the pump was able to continue to flow.

Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 28944766, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology clinical account team communicated with the clinic. During follow-up it was mentioned that an angiogram was done and the clinic speculated that the pump malfunctioned because it was not prepped properly. The clinic performed an explantation of the pump on (B)(6) 2024, and new pump was implanted to the patient. The actual sample is in process of being return to intera oncology. Upon receiveing and inspecting sample, a supplemental report will be submitted to the FDA.

Event description:
The clinic reported that the intera 3000 hepatic artery infusion pump had no fluid returning when they refilled the patient with high dose heparinized saline before discharging the patient. The nurse accessing the pump stated that there was still no fluid coming out even after they accessed and troubleshoot (injecting 5ml in and letting it naturally go back in to the syringe) the pump.